Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue. Block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported battery failure that could cause loss of mechanical ventilation. There was no patient involvement.